Manufacturer narrative:
(B)(4). The device was received by medtronic australia and forwarded to medtronic xomed for analysis. At this time, the device has not been received by medtronic xomed and therefore has not yet been analyzed. Method: no testing methods performed. Result: results pending completion of evaluation. (B)(4)

Manufacturer narrative:
The product analysis was completed on march 4, 2015. Based off of the reactivity with hydrogen peroxide, there was evidence of biological contaminants. The samples were analyzed. The distal tips were pulled out and/or detached from their support areas indicating a stretched and/or broken spiral wrap. The samples had gouging on the inner shaft just behind the head in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. (B)(4)

Event description:
It was reported that three high speed burs broke during a frontal sinus drill out. The tip of one bur broke off into the patient and was successfully retrieved. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.